Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm noted and the motor was tested outside device and passed. The insulin pump has stained end cap sticker, cracked reservoir tube lip and cracked case near lcd window corner.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)